Manufacturer narrative:
(B)(4). Date sent: 5/13/2025. D4: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: a case of postoperative haemorrhage after bronchial stump staples passed into the pulmonary artery. Author's: hiroshi otsuki, hiroaki kuwabara. Citations: journal of japanese society of foreign medicine 31, volume 1 (january 2017) doi: not reported. The aim of the study is to present a case of postoperative bleeding of a 56 years old female due to perforation of the pulmonary artery caused by closed staples protruding from the bronchial stump separated using automatic suture devices. Reported complications: 56 years, female (n=1). Echelon (eth). Bloody drainage treatment: not reported. Hemorrhagic fluid: treatment: 10 ml of 5% tranexamic acid was intravenously administered. Bloody discharge treatment: not reported. Hematoma treatment: not reported. Anemia treatment: not reported postoperative hemorrhage treatment: thoracoscopic hemostasis. Microhaemorrhage treatment: not reported. In conclusion, when the bronchus is cut using an automatic suture device, the positional relationship between the stump and surrounding tissues such as blood vessels should be carefully observed, and when the bronchial stump and the pulmonary artery and vein are at right angles, it should be considered to cover the stump with a sheet material or biological valve.